Event description:
Reporter indicated a vns patient's generator was unable to be interrogated and was believed to be at end of service. A battery estimate revealed 3.11 years remaining. Generator placement was recommended by the reporter, but the pt wants to delay replacement for now. The pt's seizures have increased "a little bit", but it is not clear if the seizure increase is felt to be due to end of service or other factors. Attempts for further info have been unsuccessful to date. The reporter did note that no issues were experienced when interrogating other vns patients with the same vns programming system.